Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the heat exchanger has a pin hole.associated malfunction for this device: poppet valve defective.